Manufacturer narrative:
(B)(4). Batch number is t92j55.

Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: the analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 2 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a coronary artery bypass graft and maze ablation, when the doctor attempted to clip the mammary artery, the jaws closed but no clip fired, causing a cut to the artery and bleeding. Three additional firings with the same device resulted in the same issue. It was not reported how much blood was lost but a blood transfusion was not required. A second like clip applier was used to control bleeding and complete the procedure with no consequence to the patient.